Manufacturer narrative:
Correction - section h6. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient developed an abrasion on the ear and was prescribed a antibiotic cream. The recipient is currently using an off-the-ear clip.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The sore is believed to be related to the recipient's glasses. The recipient was advised to have their glasses adjusted, however, this has not been completed. The recipient has healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.